Event description:
The fluted tip of the drill bit bent.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states loaded 30 drill bit in to drill guide and placed drill bit in acetabulum. Pulled it out to reposition and the drill bit was bent. Drill guide seems to be in good shape and there was some bending of the flexible drill bit before placing in acetabulum. They are unsure of what caused it or if drill bit was bent prior to using either from the factory or from decontamination. It also states that this was the first time the bit was used as it was a replacement of the one that broke last case here. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.